Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alert. Customer reported that firstly they did not received low battery alert prior to off no power alert however, at second occurrence also they were no received low battery alert before off no power alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that self test was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.